Manufacturer narrative:
Device not returned.

Event description:
(B)(6) female status post right tka 2016, was doing well from her surgery until a few weeks ago when she started developing pain and worsening swelling. Aspiration of the knee was highly suspicious for infection and subsequently was indicated for: right knee irrigation and debridement, synovectomy. Right knee revision with polyethylene exchange.